Manufacturer narrative:
B3: date of event is unknown. B3. The date received by manufacturer has been used for this field. H.6 investigation summary: material #: 365900. Lot/batch #: 2056096. Bd had not received samples or photos for investigation. Therefore, twenty (20) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that while using the bd vacutainer® k2e 10.8mg plus blood collection tubes that there was underfill or low draw of a tube with blood. The following information was provided by the initial reporter: this is a report about an underfilled tube. According to the customer's report, the recommended blood collection volume is written as 6ml, however, the tube did not draw up to the 6ml gray line. The customer wonders if the tube is defective or if it is within the margin.